Event description:
A report was received that the pt was explanted. No further info is available.

Manufacturer narrative:
A review of the mfg documentation of the devices found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.